Event description:
It was reported that the atrial lead¿s impedance gradually increased with each device check and is now rose to >9,999 ohms. It was noted that atrial high rate events were observed. The atrial lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5554-53 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.